Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current test of returned meter, the result was 1.2a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 51/55 mg/dl, for level high were 230/227 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00137 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on dec. 20, 2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on june 16, 2016. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 am when it was discovered that the end user's prodigy meter would not power on even after changing the batteries. The end user was discovered unconscious and could not be awaken. The caller was going to attempt a blood glucose test but the meter would not power on. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 40 mg/dl. An IV was administered to assist in stabilizing her blood glucose level. The end user was transported to the ER and upon arrival her blood glucose reading was 50 mg/dl. Additional IV fluids were given along with conducting a blood and urine test. After 3 hours in the ER the end user was discharged with a blood glucose reading of 150 mg/dl. She was instructed to purchase another meter and check her blood glucose regularly. No additional details were provided in regards to this medical event.